Event description:
Clinic notes dated (B)(6) 2013, state that the patient gets about one to two seizures per month. Episode of staring lasting for a few seconds. Per the notes, the patient had fallen down 3 times over the last months because of seizures. The patient has been taking his medications as ordered and does not know why he is having more seizures. The patient noticed his vns has been getting "triggered" more lately, even when not using the magnet, and is requesting to try a different medications to help manage his seizures better. The patient's vns was checked and high impedance was seen. Per the notes, this indicates a possible discontinuity of the lead, or fibrosis between the nerve and lead. The notes additionally state that x-rays will be taken to verify vns placement. Vagal nerve stimulation report: output current (milliamps) 3,00, signal frequency ( hz) 20, pulse width ( microseconds) 250, signal on time ( seconds) 30, signal off time ( minutes) 3,0, magnet current ( milliamps) 3.50, magnet on time ( seconds) 60, magnet pulse width(microseconds) : 500.; contacted vns representative to inform them of the above. Will obtain neck and chest x·ray ap lateral to verify vns placement. Clinic notes dated (B)(6) 2013: requesting vns checked. Lost his vns magnet and requesting to get new ones. Hot weather and stress triggers his seizures and has been staying under cool shades and drinking plenty of water. Vns system diagnostic test done. Ok. Parameters noted as 3.00/20/250/30/3.0/3.50/60/500. Clinic notes dated (B)(6) 2012: vns maintained at the same program. Parameters noted as 3.00/20/250/30/3.0/3.50/60/500. From: (b)(\6) sent: tuesday, (B)(6) 2013, 10:21 am. (B)(4).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.